Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the alerts were not going off during the night on the g5 application. No additional event or patient information is available.